Event description:
Event description guidant received information that the bipolar lead was exhibiting intermittent pacing capture and inceased thresholds approximately two weeks post implant. The lead remained implanted. Voltage output from the implantable pacemaker (ipm) was increased. The lead remained implanted until the patient expired approximately two weeks later.